Event description:
International customer reported that a needle detached from the suture strand during a skin closure following an unspecified surgical procedure. The surgeon was initially not able to locate the needle. X-rays were taken to locate the needle and the needle was removed. It is assumed that surgical intervention was needed to extract the needle.

Manufacturer narrative:
Conclusion: user error caused the event. The event description suggests that the user was in the process of placing the suture with a needleholder or other grasping device. The needleholders are used to firmly grasp and direct placement of the device. The user lost both visual and tactile control of the device during this placement resulting in the need for unspecified intervention to explant the embedded needle. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.